Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital and felt that pt had signs of non-obstructing pump thrombus. The pt's plasma free hemoglobin was 21, and lactate dehydrogenase (ldh) was 800-900. The pt was treated with aggrenox, asa and coumadin. The pt underwent a cardiac transplant.